Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "burning smell and causing him problems to breath. Device has strange odor. Burning/smoke/electrical odor. Difficulty breathing/short of breath". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "burning smell and causing him problems to breath. Device has strange odor. Burning/smoke/electrical odor. Difficulty breathing/short of breath". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.